Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and cyst rupture. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since )(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. She received treatment for pelvic pain. She received treatment for pain. Trailing coils- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2017: impression: small follicles slightly more prominent left ovary. Largest is complicated measuring 1.8 cm. Small adjacent amount of free fluid. This may represent recently ruptured cyst. Ultrasound pelvis - on (B)(6) 2013: impression: 1. Mild prominence of the lower uterine segment without evidence for focal abnormality; 2. Small amount of free fluid; small amount of fluid along the endometrial canal; 4. Essure coils are in place; on (B)(6) 2015: impression: essure wires are evident bilaterally otherwise essentially unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and cyst rupture. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral: (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted in essure insertion date: (B)(6) 2013. She received treatment for pelvic pain. She received treatment for pain. Trailing coils- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2017: impression: small follicles slightly more prominent left ovary. Largest is complicated measuring 1.8 cm. Small adjacent amount of free fluid. This may represent recently ruptured cyst.. Ultrasound pelvis - on (B)(6) 2013: impression: 1. Mild prominence of the lower uterine segment without evidence for focal abnormality 2. Small amount of free fluid. 3. Small amount of fluid along the endometrial canal. 4. Essure coils are in place.; on (B)(6) 2015: impression: essure wires are evident bilaterally otherwise essentially unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and cyst rupture. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy-bilateral: (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted in essure insertion date: (B)(6) 2013 she received treatment for pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2017: impression: small follicles slightly more prominent left ovary. Largest is complicated measuring 1.8 cm. Small adjacent amount of free fluid. This may represent recently ruptured cyst. Ultrasound pelvis - on (B)(6) 2013: impression: mild prominence of the lower uterine segment without evidence for focal abnormality small amount of free fluid. Small amount of fluid along the endometrial canal. Essure coils are in place.; on (B)(6) 2015: impression: essure wires are evident bilaterally otherwise essentially unremarkable pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case became incident, new events post procedural complication, psychological disorder and genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.